Event description:
It was reported that the patient had chronic infection symptoms and the implantable pulse generator (ipg) nearly eroded through the left subclavian pocket site. It was also reported that the right ventricular (rv) lead had high pacing thresholds. The entire pacing system was explanted and replaced on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 556845 lead, (B)(6) 2005; 407458 x 2 leads, (B)(6) 2007. (B)(4).